Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance with impedance gradually increasing over the past several months. The lead was capped and remains in the patient. A new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: model 8637-40 neuro pump, implanted: (B)(6) 2017; product ID: model 8709sc catheter, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.